Event description:
My mother was prescribed an oxygen concentrator and a ventilator. She had issues with a build up of carbon monoxide so she was prescribed a ventilator and then we find out that both of the machines are recalled for issues that end up causing the issues my mother died from. Reference report #mw5149302.